Event description:
Reportedly, when the handle was squeezed a cracking noise was heard. After that the jaw could not be opened. Force was used to free the instrument from the tissue. The staples did not fire and additional tissue was cut to fire another instrument. Procedure: low anterior resection.